Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was asymptomatic. The implantable cardioverter defibrillator exhibited non-sustained right ventricular over-sensing on the stored electrocardiograms. The over-sensed signal appeared to be myopotential. The device was reprogrammed and remained implanted. The patient would continue to be monitored and their condition was stable.